Event description:
Complainant alleged that the staff was attempting to defibrillate a pt (age and gender unknown) in a code situation. The staff was unable to defibrillate the pt at joule settings of 200 joules or higher. In addition, the complainant reported that the device made an unusal sound when charging. The staff was able to obtain another device to treat the pt. The complainant indicated that there was no indication of any adverse effects on the pt as a result of the reported malfunction.